Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error and the up button on the insulin pump was unresponsive. Customer stated that she might have pressed the buttons for longer than three minutes. Customer's blood glucose readings at the time of the alarm was 7.2 mmol/l. No further information reported.